Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to securely latch to an electrode belt. The monitor's electrode belt connector was defective. The root cause for the defective connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor was unable to securely latch to an electrode belt.